Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the initial follow-up after implant, a device error code regarding a high power consumption was noted. A reset was completed successfully and normal behavior was demonstrated post reset.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis revealed that the clinical observation resulted from an elevated current consumption draining the battery. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage, which may compromise the ability of the device to deliver therapy. Therefore, in order to exclude any potential harm for the patient we would like to recommend to precautionary replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
A device error code regarding a high power consumption was noted, again, at this latest follow-up.

Manufacturer narrative:
On (B)(6) 2018; the device was explanted (B)(6) 2017. Added an rp and device evaluation. Upon receipt, the device interrogation revealed the battery status mos1, 3 charging cycles were documented in the device memory. The device was subjected to an electrical analysis. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. Afterwards, the current consumption of the ICD was measured and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an elevated current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, a damaged integrated circuit on the electronic module was identified that led to an elevated current consumption, confirming the clinical observation. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable. All therapy functions of the ICD were available while the device was implanted and in service.